Event description:
Caller reported an inform system 1 blood glucose result of 257 mg/dl, inform system 2 result of 97 mg/dl within 10 minutes . Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Event description:
Caller reported an inform system 1 blood glucose result of 257 mg/dl, inform system 2 result of 97 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. (B)(4).

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with patient identifier (B) (6) for report on inform system 1.